Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump¿s sleep/wake button was unresponsive despite slow, precise taps and a 30-second press, with no vibration feedback and no improvement after charging, cleaning/drying, case removal, or idle time. The device displayed the lock screen when on the charger and was otherwise powered, and the pump was replaced after troubleshooting and education. Symptoms included no clinical effects. Outcomes included no alerts or alarms, and a temporary switch to backup therapy. Investigation included user guidance, stepwise troubleshooting, and assessment of charging status, cleanliness, and case interference. Investigation of this device was received and revealed not being able to replicate an unresponsive wake/sleep button consistent with a hardware malfunction affecting the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was not a device hardware failure of the wake/sleep button assembly.